Event description:
It was further reported that the 6.0x180mm, 95% stenosed, tasc ii b target lesion was located in the proximal to mid right superficial femoral artery (sfa). The stent was deployed and post-dilated resulting in 30% residual stenosis. MDR was filed in error as the device is not approved in the us and reported on ide annual report.

Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent deployment difficulties occured. The target lesion was not reported. The 7x200x130 innova stent was advanced to the target lesion and the initial partial deployment was performed with the thumbwheel. The pull grip was then used to complete deployment but the stent was unable to be deployed. Full stent deployment was completed by pulling back the complete stent delivery system. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device was received with the handle housing intact and free movement of the rack. The outer shaft was kinked 0mm, 542mm, 609mm and 647mm from the nose cone. The middle shaft was kinked 18mm, 75mm, 155mm and 690mm from the retainer. The outer shaft length was within dimension specification. This confirms that the middle shaft diameter transition did not interfere with outer shaft during deployment. The distal tooth on the rack was deformed, indicating thumbwheel rotations after engagement with rack. From fluoroscopy, the stent exhibited stretching after approximately 11cm of stent deployment. The device was disassembled that the individual components and shafts could be inspected and measured. There are buckles and sign of compression on the outer shaft near the nose cone of the handle. It is unknown and cannot be determine from examining the device if the buckles/compression of the outer shaft occurred before or after the failure of the device. Other than the referenced kinks, no other observations were noted for the outer and middle shafts. Proximal inner moved freely within middle sheath, even with some dried blood present. Shaft dimensions were measured, with all meeting print specifications. The following dimensions were measured: outer shaft od and ID, middle sheath od and ID, proximal inner od and bumper od. These dimensions were measured as they are the critical shaft dimensions for stent deployment. The stent dimensions met dimensional requirements. Other components that were visually inspected and found to acceptable were the rack, thumbwheel (moved freely in handle when reassembled), inner liner clip, and the handle housings. Silicone coating was evaluated using icp to detect the present of silicone. Silicone was detected in the distal stent and proximal region; with a result of under the quantitative limit over 230mm of shaft. The icp results demonstrated the presence of silicone in the middle shaft confirming silicone application. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, stent deployment difficulties occured. The target lesion was not reported. The 7x200x130 innova stent was advanced to the target lesion and the initial partial deployment was performed with the thumbwheel. The pull grip was then used to complete deployment but the stent was unable to be deployed. Full stent deployment was completed by pulling back the complete stent delivery system. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.